Event description:
Locking cap came loose. Approx 2 weeks after spinal fixation surgery, pt slipped and heard a pop. Radiograph showed locking cap had become loose. On (B)(6) 2007, doctor replaced locking cap with a new unit as an outpatient procedure.

Manufacturer narrative:
Conclusions: the patterns of wear on the locking cap used in dr. (B)(6)'s case suggested that it was cross-threaded at the time of surgery. Cross threading is the only known potential cause of locking cap disengagement and is described in the nfix surgical technique. No properly engaged locking cap has ever been shown to disengage in mechanical tests to failure.